Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the right ventricular (rv) lead "didn't function properly" and had been programmed off. The pacing impedance was noted to be low. High impedance was noted on the superior vena cava (svc) coil. Numerous short v-v intervals were indicated. Nearly 9 years after the lead had been programmed off, the lead was capped and replaced. No patient complications have been reported as a result of this event.